Manufacturer narrative:
Device technical analysis: visual inspection of the catheter showed there was dried body fluid under all three ring electrodes. Dried body fluid was present on the handle, main body tubing and distal end. Dried saline was also present on the distal end and inside the irrigation ports. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Electrical continuity checks, while manipulating the catheter shaft, revealed no open or short circuits, as checked manually using a multi-meter and breakout box. All electrode, sensor, and thermocouple resistances measured in specification and were typical. An lcr meter also confirmed that the magnetic sensor was within specifications. Noise testing while ablating met current device specifications; there were no tracking issues. Pressure leak testing of the distal end failed, and x-ray demonstrated there was dried fluid debris inside the distal end and tip.

Event description:
This event is reportable upon analysis completed august 7, 2019. It was reported that during the procedure, while using an intellanav mifi open-irrigated ablation catheter, there was a loss of signals and loss of catheter visibility in the system. No patient complications were reported. However, device analysis found evidence of fluid ingress inside the distal catheter end and tip.